Event description:
It was reported that the hex tip of the 3.5 millimeter screwdriver shaft broke during an open reduction internal fixation for an acetabulum fracture. After drilling the holes the surgeon was inserting the screw with the drill and screwdriver shaft. He was unable to see that the screw head was almost seated on the plate, so he applied more torque on the drill and after the screw seated the hex tip of the screwdriver shaft broke off and remained seated within the screw head. He attempted to remove the one fragment without medical intervention but was unable to. The fragment was left within the patient without any planned reoperation to remove it. The procedure was completed successfully without any delay or any patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the device shows mild wear along the working length of the device consistent with six years of use. The hexagonal screwdriver shaft (part 03.100.033) was returned and reported to have broken its tip during the insertion of 3.5mm screws. This condition is confirmed; the device tip is broken ending in a homogenous fracture surface. The device shows twisting of the tip in the direction of tightening which indicates that the device was over torqued the likely impetus for the breakage. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that the device was over torqued causing the tip to break which led to this confirmed complaint, however this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.